Manufacturer narrative:
Physio-control tested the device extensively but could not observe any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off immediately after they had powered it on. The device was at that time used for training. When the device powered, a battery icon was shown in the readiness display. After a self-test, the device displayed the ok icon again. When the customer checked the device later, it again showed the battery icon after it was powered on. There was no patient use associated with the reported event.